Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer plans to perform a pump reset and continue using the current pump for insulin therapy.